Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Twenty samples were returned for evaluation. Visual inspection of samples identified broken tabs on the safety shields. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4272984. An absolute root cause for this incident cannot be determined. A potential cause is that a gripper was misaligned and is believed to have been corrected aligned during the production of this batch.

Event description:
It was reported that the yellow safety shield of 21 g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set did not properly recover the used needles. No injury or medical intervention.